Manufacturer narrative:
The daughter reported that the end use fell twice during (B)(6). She stated that the left side of the walker had more 'play' in it than the other side. One fall occurred while she was walking with the device and the other did not. After both falls, the end use complained of general soreness. A couple of days after the second fall she was evaluated by a physician and was diagnosed with a fracture of the right fibula. He lower leg was immobilized with a cast. The daughter stated that she could not confirm which fall resulted in the fibula fracture. The sample was returned and evaluated. The rivet above the support bar on the left frame was damaged, possible due to tool marks. The left side a frame had slightly more play than the right side. The folding mechanisms functioned properly on both sides when tested, though a gap was present between the two plastic folding mechanism components attached to the left side of the frame. This gap is not a manufacturing defect, but instead a result of the h-frame of the product being struck from above. At this time it is not known what role, if any the device played in the reported injury. However, in an abundance of caution, this medwatch is being filed.

Event description:
The end use fell twice over a one week period and was later diagnosed with a fracture of her fibula.